Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: can you confirm if the contents of the pouch were spilled into the patient when it broke? Was there any patient consequence as a result? How long was the procedure extended by as a result of the device issue? Was the time extended more than 60 minutes? Yes the contents of the bag went back into the patient's abdomen. It was mainly a bunch of gallstones. The surgeon had to then use a gallstone remover device and it took him about 20 minutes to collect up all the gallstones.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the doctor went to extract the gall bladder out of the abdomen using the specimen retrieval bag, the bag broke. Case completed with a competitors device. There were no patient consequences reported. One device was discarded.